Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "the image of 180 scope is not displayed and noise " was caused by a defect of the circuit printed board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During the device evaluation, the device had a noisy image when connected to three different test models of 180 scopes; gif h180, gif q180, and bfp180. The cause of the issue was identified as a defect in two of the patient set printed circuit boards (pcb). Additionally, the evaluation found the video socket connecter had a defective locker which prevents it from securing the scope video cable and there was cosmetic, normal wear and tear on the rear and front panels, and the top cover. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had connector issues and will not work with 180 scopes. The device was in storage and it was during testing that issue was discovered. There was no patient involvement.